Event description:
The pump was returned for investigation. Investigation revealed contamination under keypad button contacts. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during testing, the keypad cover was removed from the pump casing, and contamination was found under all button contacts. The keypad button responsiveness could not be tested due to an unrelated issue. Unrelated to this issue, the keypad cover was worn and peeling off. A test cap was used to complete investigation. (B)(6).